Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, a jagwire and tandem cannula were advanced to the target site. The tandem cannula was removed without resistance. A brush (manufactured by cook) was then advanced along the jagwire. It was found under x-ray that the pebax coating of the jagwire was peeled. No fragments of pebax had fallen off. No resistance was felt during the brushing portion of the procedure. The jagwire was exchanged for another guidewire (unknown manufacturer) and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
Evaluation of the returned jagwire device showed that there was no pebax missing nor was the core wire exposed. The customer complaint is not confirmed. Further evaluation of the device revealed that the pebax coating was twisted in two locations.